Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in the decision to explant the device. The device was explanted (B)(6) 2015. The device has not been made available for analysis as of the date of this report, march 2, 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.